Manufacturer narrative:
The previous submitted MDR inadvertently did not include the analysis results for the returned lead.

Event description:
Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion.

Event description:
The explanted generator was returned to the manufacturer for analysis. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow-up with the cremation center revealed that the death certificate listed the primary, intermediate, and underlying causes of death as respiratory failure, status epilepticus, and non-herpetic encephalitis of unknown etiology, respectively. Based on the available information about the patient's death, an internal classification has determined that the death may be unlikely sudep.

Event description:
The death of a patient was reported by a funeral home. They wanted to return the patient's explanted generator. Date of death, cause of death, and any possible relationship to vns therapy is unknown. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. The generator has not been returned to the manufacturer to date. Attempts for additional relevant information have been unsuccessful to date.